Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "after the catheter was successfully inserted, the pump alarmed high pressure. A multi-directional test confirmed the catheter was clear without kinking or folding. However, the pump's counterpulsation waveform was abnormal, rendering it inoperable. Change the new catheter". The new catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "pump alarmed high pressure" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "after the catheter was successfully inserted, the pump alarmed high pressure. A multi-directional test confirmed the catheter was clear without kinking or folding. However, the pump's counterpulsation waveform was abnormal, rendering it inoperable. Change the new catheter". The new catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".